Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. PMA/510(k)# of similar device: k121430. The delivery system was returned for evaluation with the stent fully deployed from the system. On evaluation of the returned device, the lockwire was not present and the handle had actuated ok. The stent and the device were examined, there was no issues noted. A response from the rep states ¿the safety wire was pulled in time and there was no extra squeeze to do.¿ ¿the retrieval loop was completely released. The position of the red marker at the handle bar was at the end.¿ the cirl product development engineer stated: ¿given the feed back that at the lock wire assembly was removed and the stent grasping feature was fully deployed, this would mean that the stent must have snagged on the introducer in some way, causing the stent to be removed with the introducer..¿ a possible cause for this complaint is that the stent did not detach from the introducer. However, as actual use conditions could not be replicated in the laboratory we cannot conclusively determine the cause of this complaint. The customer complaint could be confirmed based on customer testimony. Prior to distribution all evolution devices are subject to visual inspection and functional checks to ensure device integrity as per cirl procedures. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. The instructions for use, ¿the instructions for use, step 11: when stent point-of-no-return has been passed, pull safety wire completely from delivery handle. Step 12: continue deploying stent by squeezing trigger. Step 12: after deployment, fluoroscopically confirm full stent expansion. While maintaining wire guide position, push direction button on side of delivery handle to opposite side. Squeeze the trigger to completely recapture the introduction system. Unlock the wire guide from fusion wire guide locking device. The device can be safely removed with the elevator of the endoscope fully down. From the information provided, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It was reported that the evolution biliary stent did not fully deploy as it was released. They removed the system out of the bile duct; after that they placed a new evolution device in the bile duct without a problem.